Event description:
As reported for this event by the customer, during an unknown therapeutic procedure neither a balloon nor snare would go down the device channel. The device was sent to the facility reprocessing unit. The facility technician performed a normal reprocessing of the device; however, there appeared to be something still blocking the device channel. There is no reported harm to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was restriction in the channel and the forceps would not pass further than 45 cm from the distal end. There was also no suction flow due to clogging. Other observations for the device are: distal end cover (c-cover) insulation failed; scratches on hold ring; minor scratches on control body; and distal end rubber coating glue is cracked. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined why the forceps got stuck. The event can be prevented by following the instructions for use: "3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator". Olympus will continue to monitor field performance for this device.